Event description:
A bladder neck suspension procedure was performed without incident. The pt returned with incontinence. A CT performed revealed an anchor had dislodged and was free floating, no signs of infection were noted. The anchor was not removed and another anchor was implanted at that time. The pt's condition is good. The device remains implanted. Therefore, no failure analysis will be performed. Without further details, co is unable to determine the cause for this event.